Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of the device/ migration of essure device location of device: uterus/ uterine cavity") in a 27-year-old female patient who had essure (batch no. A36522, 969221) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not conducted essure confirmation test". The patient's past medical history included grand multiparity. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced menorrhagia ("menorrhagia"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2012, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2013, 5 months 11 days after insertion of essure, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced metrorrhagia ("metrorrhagia"). The patient was treated with surgery (hysteroscopic removal of essure device.). Essure was removed on (B)(6) 2013. At the time of the report, the device expulsion, metrorrhagia, depression, anxiety, dysmenorrhoea and dyspareunia outcome was unknown and the menorrhagia and vaginal haemorrhage had resolved. The reporter considered anxiety, depression, device expulsion, dysmenorrhoea, dyspareunia, menorrhagia, metrorrhagia and vaginal haemorrhage to be related to essure. The reporter commented: patient underwent a hysteroscopy due to complications from the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2013: displaced essure in the uterine cavity . Most recent follow-up information incorporated above includes: on 13-jul-2018: fu1 and 2 processed together. Pfs received. Reporter's information and lot number was added. Events added: abnormal bleeding (vaginal), depression, mental anguish, dysmenorrhea, dyspareunia. Preferred term of event migration of the device was updated from device dislocation to device expulsion. Outcome of abnormal bleeding was updated from unknown to recovered/resolved. Historical condition and lab data was added. On 16-jul-2018: fu1 and 2 processed together. Event added: did not conducted essure confirmation test. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of the device/ migration of essure device location of device: uterus/ uterine cavity") in a 27-year-old female patient who had essure (batch nos. 969221 inv and a36522) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not conducted essure confirmation test". The patient's past medical history included grand multiparity. In (B)(6) 2012, the patient experienced menorrhagia ("menorrhagia"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2012, the patient had essure inserted and removed on (B)(6) 2013. A new essure was inserted on an unknown date. In (B)(6) 2012, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2013, 5 months 11 days after insertion of essure, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced metrorrhagia ("metrorrhagia"). The patient was treated with surgery (hysteroscopic removal of essure device.). Essure was removed. At the time of the report, the device expulsion, metrorrhagia, depression, anxiety, dysmenorrhoea and dyspareunia outcome was unknown and the menorrhagia and vaginal haemorrhage had resolved. The reporter considered anxiety, depression, device expulsion, dysmenorrhoea, dyspareunia, menorrhagia, metrorrhagia and vaginal haemorrhage to be related to essure. The reporter commented: patient underwent a hysteroscopy due to complications from the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2013: displaced essure in the uterine cavity. Lot number: 969221 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 27-aug-2018: quality-safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of the device/ migration of essure device location of device: uterus/ uterine cavity') in a 27-year-old female patient who had essure (batch no. A36522, 969221 inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not conducted essure confirmation test". The patient's medical history included grand multiparity and overweight. Concomitant products included meloxicam, norethisterone (jolivette-28), nsaids and paracetamol (acetaminophen). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced menorrhagia ("menorrhagia"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("depression/ psych injury"), anxiety ("mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"), 7 days after insertion of essure. On (B)(6) 2013, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain ("pelvic pain/ pain") and metrorrhagia ("metrorrhagia"). The patient was treated with surgery (hysteroscopic removal of essure device.). Essure was removed on (B)(6) 2013. At the time of the report, the device expulsion, metrorrhagia, depression, anxiety, dysmenorrhoea and dyspareunia outcome was unknown and the pelvic pain, menorrhagia and vaginal haemorrhage had resolved. The reporter considered anxiety, depression, device expulsion, dysmenorrhoea, dyspareunia, menorrhagia, metrorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient underwent a hysteroscopy due to complications from the essure device. She had been treated for migration . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28 kg/sqm. Ultrasound scan - on (B)(6) 2013: results: displaced essure in the uterine cavity. Lot number: 969221 is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received. Event outcome for pain changed to recovered. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of the device/ migration of essure device location of device: uterus/ uterine cavity') in a 27-year-old female patient who had essure (batch no. 969221-notvalid, a36522) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not conducted essure confirmation test". The patient's medical history included grand multiparity and overweight. Concomitant products included meloxicam, norethisterone (jolivette-28), nsaids and paracetamol (acetaminophen). On (B)(6)2012, the patient had essure inserted. On (B)(6)2012, the patient experienced menorrhagia ("menorrhagia"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("depression/ psych injury"), anxiety ("mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"), 7 days after insertion of essure. On (B)(6)2013, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain ("pelvic pain/ pain") and metrorrhagia ("metrorrhagia"). The patient was treated with surgery (hysteroscopic removal of essure device.). Essure was removed on (B)(6) 2013. At the time of the report, the device expulsion, metrorrhagia, depression, anxiety, dysmenorrhoea and dyspareunia outcome was unknown and the pelvic pain, menorrhagia and vaginal haemorrhage had resolved. The reporter considered anxiety, depression, device expulsion, dysmenorrhoea, dyspareunia, menorrhagia, metrorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient underwent a hysteroscopy due to complications from the essure device. She had been treated for migration diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28 kg/sqm. Ultrasound scan. On (B)(6) 2013: results: displaced essure in the uterine cavity. Lot number: 969221 is not valid. Lot number: a36522 manufacturing date: 2012-08. Expiration date: 2015-08. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2020: quality safety evaluation of ptc a technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, menorrhagia ("menorrhagia") and metrorrhagia ("metrorrhagia"). At the time of the report, the device dislocation, menorrhagia and metrorrhagia outcome was unknown. The reporter considered device dislocation, menorrhagia and metrorrhagia to be related to essure. The reporter commented: patient underwent a hysteroscopy due to complications from the essure device. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.